Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. Follow up attempts have been made to obtain additional information, but have been unsuccessful. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All catheters are 100% inspected at the time of manufacture. Literature article: external ventricular drainage through lateral puncture under intracranial pressure monitoring for treatment of intraventricular hemorrhage xu f, zhang l, yang z, wang s, song q, xu x, wang z, gu y, lan w, qian l, dong x zhejiang medical journal 2015 8:664-666; 670. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: the article stated that 126 patients with interventricular hemorrhage underwent an external ventricular drainage through lateral ventricle puncture under intracranial pressure monitoring. According to the article, the rate of postoperative results were recurrent bleeding in 26 patients, acute renal impairment in 37 patients, and an intracranial infection in 16 patients. The article stated that patients received 0.95 g/kg-day mannitol or 1.76 g/kg-day of mannitol. The article did not specify if the device caused or contributed to these events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.